Event description:
After placement into the patient, the ablation catheter posted an invalid temperature. The catheter was removed and replaced without incident or harm to the patient. Maude database contains many entries for this device, onerecall's last report was from 2016.